Event description:
Thread of slap hammer broke off inside of the stem inserter.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the tip broke off. The tip was not returned. The fracture occurred at the base of the threaded tip portion of the slap hammer. Fracture morphology is consistent with an overload fracture due to bending load. Previous investigations and consultations with depuy engineering regarding this type of report has determined that it is possible that using the instrument in a levering motion rather than relying on the upward force of the slap hammer may have contributed to the fracture. Impacting or levering when not fully seated within the mating cup can transfer the load/pressure onto the threaded tip rather than being distributed with the body of the instrument. The date code ab0906 indicates the instrument was manufactured in september of 2006. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.